Event description:
Consultant reported difficulty with leads during dbs surgery. Several passes were done with micro electric recordings. Pt became non responsive; only able to grunt and flutter eyelids. Implant was discontinued. Pt in hosp for rehabilitation under neurologist care. Consultant stated pt doing fine.